Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to incorrect interpretation of atrial fibrillation (af). No intervention was reported. The patient was discharged.